Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high thresholds and loss of capture (loc) with greater than two seconds of asystole. No additional adverse patient effects were reported.